Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a preventative maintenance check was conducted on the patient's mobile power unit (mpu) which noted corrosion on a battery terminal. The mpu alarmed due to no contact when the technician first replaced the batteries. The mpu functioned correctly, but a replacement was recommended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a corroded terminal in the mpu backup battery holder, was confirmed when the unit was evaluated by depot services. The negative terminal (plated spring contact) holding the alkaline batteries had corrosive residue on it. The batteries were not returned with the mpu. The mpu was repaired by replacing the battery holder assembly. The unit was functionally tested and returned to the customer. The damage was observed by the customer during general equipment maintenance. The unit had been in use for approximately one year. The customer replaced the batteries and the mpu was operational. However, the mpu was repaired as a pre-caution. The removed battery holder was visually inspected. The negative terminal had corrosion on the battery contact side only. The other terminals in the holder were unremarkable (did not have corrosive residue on them). The battery holder compartment did not have residue on it either. The holder did not appear to have been damaged by fluid ingress. Although the damage was confirmed, the source of the corrosive residue was not identified in this investigation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Set up and use of the mobile power unit (mpu) with the heartmate 3 left ventricular assist system (lvas) system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Mpu alarms and the proper actions to be taken are documented in the heartmate 3 patient handbook and the heartmate 3 lvas IFU. Replacing the mpu batteries is described in the heartmate 3 lvas patient handbook. Mpu battery inspection and maintenance are described in the monthly safety checklist and six month safety checklists. The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." No further information was provided. The manufacturer is closing the file on this event.